Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional information received informing two dressings were used from the same box. The product lot number could not be obtained. As no complaint sample was received, an assignable cause could not be determined and investigation is inconclusive. No evidence was found that product failed to meet all the requirements and specifications at the time of the manufacture. There are no additional complaints reported for this specific icc code, date and complaint issue. An evaluation has been conducted and no further work or corrective actions are required. No additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported dressing dried into the venous stasis ulcers at the edge and was unable to remove all pieces over a six day period.